Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument was partially applied. The handle was on ratchet with jaws partially close and the pusher bar jammed between the jaws. Functionally; the device was disassembled and noted there were no clips remaining. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur when the device handle was cycled an additional time after the interlock was engaged causing the pusher bar to jam between the jaws. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total gastrectomy roux-en-y procedure. Tried to load the device, but the click sound was not heard and the jaws were not able to open. The jaws were not closed around tissue when the jaws would not open. No clips were able to load properly into the jaws and no clips were fired. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.